Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 11.5 years remaining in may 2018 to 7 years remaining in (B)(6) 2021. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety related to the potential need for early surgical intervention, there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 11.5 years remaining in (B)(6) 2018 to 7 years remaining in (B)(6) 2021. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety related to the potential need for early surgical intervention, there were no adverse patient effects reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 11.5 years remaining in may 2018 to 7 years remaining in january 2021. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety related to the potential need for early surgical intervention, there were no adverse patient effects reported. Additional information: this product was returned to boston scientific in january 2025. No further information was provided. As such, the explant date is an estimation. The returned device was analyzed, and this report is updated with the product investigation results.